Event description:
Terumo received the following reported information: the tr band was placed on right ulnar access site, and 16cc of air was placed in the band with hemostasis of arterial site; however, a slow leak of air occurred with bleeding. The cath lab staff noticed prior to patient leaving; therefore, manual pressure was held, and a new tr band placed. Hemostasis was gained with second tr band. The procedure was a diagnostic l/rhc, the procedure was a success, and the patient was stable. According to the report, the band was used off label on ulnar access. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way ¿ pre-use or during storage. The product was stored prior to use normally.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.